Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ascent bearing, catalog #: unknown lot #: unknown, unknown ascent femoral stem, catalog #: unknown lot #: unknown , unknown ascent femoral, catalog #: unknown lot #: unknown, unknown ascent tibial stem, catalog #: unknown lot #: unknown. Possible reason for reported event was confirmed by review of x-rays provided. Radiograph review noted, alignment of the implant is adequate. Some osteopenia noted within the distal femur and proximal tibia. Significant lucency surrounding the stem portion of the femoral component along with significant lucency at the bone cement interface of the distal femur anteriorly best seen on the lateral film. All of these findings suggest loosening of the femoral component. Additional note is made of mild lucency along the bone cement interface of the medial tibial plateau, nonspecific but possibly related to early loosening as well. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed, as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision surgery on an unknown date for an unknown reason. Radiolucency in both femoral components and medial tibial plateau were found in x-ray review. Attempts have been made and no further information has been provided.